Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels and diabetic ketoacidosis. The customer stated that the paramedics were called and that he was subsequently hospitalized. The customer's blood glucose at the time of admission to the hospital was unknown. The customer expressed disorientation, confusion and irritability as symptoms of the high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.